Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was short circuit while using a homechoice claria. This occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: upon further review, the reported "short circuit" with the homechoice claria was determined to be a power failure. The patient can begin/continue therapy with manual supplies. Should additional relevant information become available, a supplemental report will be submitted.